Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 38.6cm to 39.4cm from the distal tip consistent with friction to the device can. This is also consistent with the reported event of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08701, related manufacturer reference number: 2017865-2019-08703. It was reported that the patient presented in clinic experiencing discomfort from the left-sided pacemaker implant. Upon interrogation, the right atrial and ventricular leads both exhibited noise. The system was explanted, and a new system was re-implanted on the right side. Patient was stable.